Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). Two used caresite valves, without packaging, were received for eval. On the first used valve, two cracks and several crazing lines/stress marks were observed at the parting line and thorough the female luer lock threads of the molded caresite valve body (cavity # 23b). The cracks started from the top of the valve and extended down to the bottom of the luer threads. On the second used valve, one crack was observed on the female luer lock threads of the molded caresite valve body (cavity # 13b). The crack started from the top of the valve and extended down to the bottom of the luer threads. In addition, one unused caresite valve, in its original packaging indicating the reported lot number 0061327664, was also received for eval. No cracks were visually observed on this valve. The valve was then subjected to a water pressure (leakage) test according to specification with acceptable results. No leakages were observed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. The initial report from the facility indicated that the valves are in use for a 48 hour continuous infusion and are sometimes not changed for up to a week. Per the instructions for use (IFU) for the reported product catalog number, "the luer access device is compatible with lipid emission (combined in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hours." Based on the info provided by the facility, it would appear that using the device beyond the recommended 24 hours likely contributed to the reported leakage. If additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event #2: reports cracked and leaking caresite valves. The valves are attached to a PICC line. The facility will push the chemo medications (5fu) and flush. Afterwards an elastomeric pump is attached to the pt for 48 hours of continuous therapy. The pts are sent home with the elastomeric pump. The valve is noted to be cracked and leaking during dressing changes. The facility indicated that the caresite valves are not changed for sometimes up to a week after they are attached at the infusion clinic. The reporter stated that the staff believes the valves are cracked prior to the long period of the valve being attached.